Event description:
There was an allegation of questionable ise indirect na for gen.2 results for 2 patient samples on a cobas 8000 ise 1800 module. Patient a: the initial result was 140 mmol/l. The repeated result was 148 mmol/l. Patient b: the initial result was 132 mmol/l. The repeated result was 138 mmol/l. The samples were pulled and repeated due to qc falling out of range. The samples were repeated on a different cobas 8000 ise module. The erroneous results, for both patients, were reported outside of the laboratory and a corrected report was sent with the repeat results, which were considered to be correct. The electrode lot number is t28 with an expiration date of 27-sep-2022.

Manufacturer narrative:
The customer's qc results were ok. The customer's calibration monitors were requested, but not provided. The system's alarm trace was reviewed. The trace contained abnormal aspiration (sample probe), abnormal aspiration (sample probe a/b), sample short, sample short, sample foam detection, and sample clot detection errors. These are indicators are possible poor sample quality. The customer's sample pre-analytic details were requested but not provided. The field service representative found that a calibration was necessary to correct the issue. The customer recalibrated and their qc results have been within specifications for multiple runs. The field service representative completed a precision test successfully without issue. Although no hardware cause was found, the instrument performance was verified and the issue appears to be resolved after the service visit.